Manufacturer narrative:
The device was not returned to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. . This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for biventricular support in children and adolescents. One patient's intraoperative course was complicated by bleeding necessitating transfusion of multiple blood products. A few hours after returning to their room the patient required mediastinal exploration to control bleeding and relieve cardiac tamponade. The initial postoperative course was complicated by respiratory failure, elevated central venous pressure, and elevated transaminases concerning for inadequate right vad support. The patient also developed an inflammatory response in the absence of infection. The patient experienced fever, elevated white blood cell count and elevated c-reactive protein. The patient briefly required vasopressor support for low systemic vascular resistance. Postoperative echocardiography demonstrated right ventricular (rv) dilatation with poor left ventricular (lv) filling. On post-op day (pod) 4, the patient underwent diagnostic cardiac catheterization, which revealed elevated filling pressures. On pod 5, the patient returned to the operating room for removal of the rv outflow cannula band and vad rates were adjusted which resulted in substantial improvement in clinical cardiac output. Patient was extubated one week following band removal and continued to improve. The patient underwent heart transplant after 40 days of vad support. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name. Heartware® ventricular assist system - pump. Serial: (B)(4) / catalog number 1103 / expiration date: 31-may-2017. Device available for evaluation: no. Device evaluated by MFR: no, product not returned - not returned to manufacturer. Labeled for single use: yes. (B)(4). The devices were not returned to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Corrected: referenced article: asaio journal 2016 doi: 10.1097/mat.0000000000000356 article name: heartware hvad for biventricular support in children and adolescents: the stanford experience computed tomography. By: mar y lyn stein,* justin yeh, olaf reinhart z, david n. Rosenthal,§ beth d. Kaufma n,§ chris s. Almond,§ seth a. Hollander,§ and katsuhide maeda. This is one of five MFR reports (3007042319-2017-03103, 3007042319-2017-02971, 3007042319-2017-02949, 3007042319-2017-03116 and 3007042319-2017-03141) submitted for the same article.

Manufacturer narrative:
After further review of the file the complaint is on the pump with serial number (B)(4). There is no complaint on (B)(4). Therefore (B)(4) is being removed to better reflect the reported event. The following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of five MFR reports (3007042319-2017-03103, 3007042319-2017-02971, 3007042319-2017-02949, 3007042319-2017-03116 and 3007042319-2017-03141) submitted for the same article.